Manufacturer narrative:
Clinical evaluation performed by medical affairs department: one year and 4 months after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. Screw removal and visual inspection of the articular surfaces is recommended. No consequence should be expected for the absence of the screw in the future life of the implant. In case of no or minimal damage, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 03 jun 2019 by regulatory affairs department: lot 170297: (B)(4) items manufactured and released on 29-mar-2017. Expiration date: 2022-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Inlay fixation screw unscrewing 1 year and 4 months after primary. No revision surgery planned for the moment.